Event description:
It was reported that the patient was having difficulty charging the ipg. It was noted that a wound was noticed at the ipg site causing discomfort. The wound was checked by the physician. No further course action at this time.